Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR report (s): 1627487-2015-01304, 1627487-2015-01305 & 1627487-2015-01306. The patient received two scs leads from the same lot number. It was reported the patient stopped receiving effective stimulation from her scs system. A system diagnostics revealed all of the patient's lead contacts are invalid. An x-ray showed some tight loops in the extension(s) close to the header. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report (s): 1627487-2015-01304, 1627487-2015-01305 & 1627487-2015-01306. Follow-up identified the patient had her scs single extensions explanted. The issue has reportedly been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report (s): 1627487-2015-01304, 1627487-2015-01305 & 1627487-2015-01306. Upon further review of the record and return of explanted devices, it was found the patient's dual extension was also explanted.